Event description:
It was reported to st jude medical that the device and associated lead were explanted due to noise. The pt reported receiving therapies, but interrrogation of the device did not show any therapies delivered; however there was noise on the ventricular sensing channel. The setscrews that connect the pace/sense lead were unscrewed and extraction of the lead was difficult. The lead was checked and no anomaly was visible by fluoroscopy or during mobilization tests, and the noise was not reproduced. A new lead was implanted and when connecting to the ICD header, it was impossible to engage the setscrews. It is suspected that the noise was due to a bad connection and not an issue with the lead or ICD.